Manufacturer narrative:
DHR review: the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Manufactures investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported events (myocardial infarction and hypertension) could not conclusively be determined through this evaluation. The controller event log file contained data on (B)(6)2020 spanning from 15:34:57 to 17:06:44, per the timestamp. No notable alarms were recorded, and the system appeared to have been operating as intended. The patient reported complaints of dizziness, fatigue, not feeling well, and having a pulsatility index value of 11. The patient was admitted to the hospital and it was reported that the patient had a non-st-elevation myocardial infarction upon arrival. The patient¿s mean arterial pressure was 90mmhg upon admission and was to undergo a coronary angiogram to determine if the event was related to the myocardial infarction or hypertension. The patient¿s device was interrogated, revealing stable pump parameters with frequent pulsatility index events. A full panel of laboratory tests were ordered, and it was noted that the patient¿s troponin levels were elevated. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and will undergo additional testing. No further events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use lists myocardial infarction and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also outlines the pump parameters, including pulsatility index. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient is not feeling well and complains of dizziness and fatigue and presented to the emergency department (ed). Log file interrogation revealed frequent pulsitile index (pi) events, a few speed drops. Additional information reported that the patient had a non-st-elevation myocardial infarction (nstemi) on admission and is pending coronary angiogram to determine if this was a mi. Initially it was thought to be hypertension related, but map on arrival to ed was 90 mmhg. Coronary angiogram pending and troponin elevated. The patient is currently inpatient, pending additional testing. No additional information provided.